Event description:
It was reported that an alarm 2 was followed by an alarm 26 due to an occlusion issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective action by administering a correction bolus via the pump. Reportedly, the customer was using lyumjev insulin. Technical support provided off-label insulin messaging, which the caller understood. Customer cleared the alarm and resumed insulin.